Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly (d104-00-0031) was defective and was replaced. The unit passed all functional and safety tests then returned unit back to customer. The following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 09 oct 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0104-00-0031 rev j, sn: (B)(6) asco drive manifold assy. This part was received with a reported unit failure message of drive manifold leak test failure. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed drive manifold assy, into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. Performed drive manifold leak test and failed with result of vacuum diff. Prs. 29mmhg. The fat dept. Verified the failure message of drive manifold leak test failure. Drive manifold assy. Failed testing. Refer to CAPA 1406400, for more information regarding additional investigation details.

Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). Full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed drive manifold leak test. Issue was discovered during pm and there was no patient involvement.